Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the foreign matter adhering to the auxiliary water channel of the device. Omsc surmised that the foreign matter came from the component of simetjicone based on a component analysis. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this phenomenon was unknown. Omsc surmised that the reported phenomenon was occurred due to the user was using the chemical containing simethicone.

Event description:
Olympus medical systems corp. (Omsc) was confirmed that the foreign matter adhering to the auxiliary water channel of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.